Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A review of the manufacturing documentation associated with lot f2511602 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) looked split upon opening. There was no reported patient injury. Per preliminary image review of the mynx control images, one of the sealant sleeves was pulled back, exposing part of the sealant. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, a 6f/7f mynx control vascular closure device (vcd) looked split upon opening. The device would not advance in the sheath and was removed. A new device was used to complete the procedure. There was no reported patient injury. The device was used in a right femoral angiogram at 30 degrees, right anterior oblique (rao) prior to deployment. The device was prepped correctly and was not exposed to heat. The user is trained to the device. The device was not returned for analysis as expected. However, two photos of the device were provided for review. The graphic material (two of the photos) shows the distal end of the mynx product with split sealant sleeves exposing the sealant. One unit appeared used, as the sealant was swollen with blood, while the other unit did not appear used but presented the same condition. No other anomalies or notable details were observed in the images. A product history record (phr) review of lot f2511602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was observed through analysis of the images received. Additionally, a condition was noted in the pictures provided of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined. Based on the information available for review and picture analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion, incorrect insertion angle, and/or not supporting the distal end during insertion into the sheath) and/or the condition of the sheath (which was not shown in any of the pictures) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened." Additionally, the IFU states "step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath." Neither the picture analysis, phr review, nor the information available for review suggests that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.